Event description:
The account stated that they observed smoke coming from the sample syringe board. Field service was requested. There were no injuries reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Complaint text indicates smoke appeared to come from the sample syringe board. The customer technical advocate (cta) instructed the customer to shut down the system and requested the field service rep (fsr) to visit the account. The fsr identified there was a loss of liquid from a connection of the sample line. The fsr removed deposits of buffer #4 from the syringe driver cable and replaced the sample and processing probes and tubings. The syringe assembly was reinstalled and the performance tested. The power supply was confirmed to be normal and all the circuit boards were working as expected. The instrument was returned to the operator for testing and the instrument is working as expected. The system was meeting all specifications following field service intervention. No injury was documented. The axsym system operations manual provides adequate information concerning maintenance procedures, running the analyzer and emergency shutdown procedures. The axsym system has been certified to the appropriate us, (B)(4) and international safety standards with the objective to ensure the design and methods of construction used provide adequate protection for the operator and surrounding area against electrical shock, burns and excessive heat. Review of abbott metric reports identified no adverse trends in conjunction with the complaint issue currently under investigation. No similar complaints were found for the customer described issue. The most probable root cause for the smoke was leaking buffer onto the sample syringe board due to loose connections. Field service corrected the tubing connections and returned the instrument to the operator. The operations manual instructs the operator to verify tubing connections. A deficiency of the axsym system was not identified. This is the final report.